Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection, alarm log review, battery testing and a power on self-test were performed. During the alarm log review and the power on self-test, the f-27 alarm was identified. The battery test identified that the cause of the alarm was a low main battery. The main battery was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-27 alarm (malfunction in slide clamp detection circuit). There was no patient involvement. Additional information was requested and is not available.